Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ff904sb - caspar distraction pin 14mm. According to the complaint description, the tip of the device broke during surgery. While trying to remove the pin, the tip broke off into the anterior vertrebal body. The piece was left insitu as the surgeon stated that trying to remove it would cause more harm to patient. There was no patient harm but a surgical delay of 30 minutes occurred. Additional information was not provided. The adverse event is filed under aag reference (B)(4).